Event description:
The customer is concerned with the significant difference in results between the axsym digoxin ii and axsym digoxin iii assays of the same pts samples run on both assays. The customer is switching back to the digoxin ii assay. There was no impact to the pts' management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.